Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had high blood glucose of over 400 mg/dl. Troubleshooting found that the drive support cap was normal. The customer was advised to change the set, reservoir, infusion set and treat per their doctor's instruction. The high pressure test was performed and passed. Troubleshooting advised customer to follow up with their doctor regarding the high blood glucose.